Manufacturer narrative:
Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed foreign reddish material presumably blood inside the pebax and a separation between the pebax and the electrode section. Then, the device was connected to the carto 3 system and it was recognized; however, the device was not visualized as error 105 was displayed by the system. Hi force was also displayed by the system. Due to this condition, the handle of the device was dissected and resistance of the sensor pads on the printed circuit board (pcb) was measured and an open circuit was identified on a magnetic sensor due to an open circuit on the tip area; but no problem was found to the force sensor, they were within specifications; therefore, the failure could be related to an internal pcb issue. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The hi force identified during the product investigation could be related to the force vector inverted reported by the customer; therefore, the complaint was confirmed. The potential cause of the pcb issue could be related to an internal component failure. The magnetic sensor error identified during the test was unrelated to the reported event by the customer. The potential cause of the open circuit could not be determined. The separation between the pebax and electrode was unrelated to the reported event by the customer. The root cause of the pebax damage be related to a manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids from getting out. The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to smart touch unidirectional approved under p030031/s053. Explanation of codes: investigation findings: mechanical problem identified (c07) and manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: sleeve (g04115) were selected as related to the pebax separation and blood inside the pebax issues identified by bwi pal. Investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the open circuit on the pcb board causing hi force display. Investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the issue visualization and error 105 issues identified by bwi pal. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a smart touch unidirectional for which biosense webster¿s product analysis lab (pal) identified a separation between the pebax and electrode section. It was initially reported that during the operation, the force vector displayed on the carto was not accurate. Even though it had been zeroed many times. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported force vector issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 11-sep-2024, the bwi pal revealed that a visual inspection of the returned device found a separation between the pebax and electrode section. These findings were reviewed and assessed the issue as an MDR reportable malfunction since the integrity of the device has been compromised.